Event description:
It was reported from the system longevity study (sls) that the left ventricular (lv) lead indicated no capture. Fluoroscopy indicated that the lead had dislodged from the coronary sinus. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. There were no anomalies found. It was noted that the distal conductor had blood/body fluid (not obstructed). The outer insulation was melted and had cosmetic environmental stress cracking and cosmetic depression. It was visually notes that there was apparent explant damage.